Event description:
During stent deployment in the superior femoral artery (sfa), the guidewire prolapsed and became stuck on the strut of the stent. As the physician attempted to free the guidewire from the stent strut, the guidewire broke into two pieces 35cm from the distal tip. The physician successfully removed the guidewire with a snare. There were no consequences or impact to the patient who is reported to be doing fine.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.